Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04719. It was reported the patient had been in a car accident and had stimulation on the wrong leg. It was determined the leads had migrated, so the physician replaced both leads. It was reported the patient received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.